Event description:
It was reported that the lens was removed intraoperatively due to capsular tear was noted after lens insertion. The incision was enlarged and another model lens was implanted. Sutures were placed. No additional information was provided.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.